Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the monitor didn't turn on due to defective circuit board. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported phenomenon occurred due to circuit board failure. The cause of circuit board failure could not be identified.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the monitor didn't power up. There was no report of patient injury associated with the event.